Event description:
A report was received that a patient is experiencing headaches when her stimulation is turned on. The patient reported that the headaches get worse when the stimulation is increased. The headaches start at the base of the patient's skull and go over her ear to the front of her head. The physician treated the patient with pain injections when the headaches first started.